Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was seeing a screen 42 on their controller: (B)(6) 2018 14 14:43 9-15 10-pt02 11- when the screen came up the stimulation changed from 2.4 to 2.8 on its own. It was unclear what the patient was doing when this occurred, but they were not charging. It was reviewed that the screen on the controller was the main menu screen. No further complications were reported.